Event description:
On 09/26 the catheter was found to be broken. Only .5cm of catheter broken off at the insertion site. The remainder of the line in the pt, and it had to be removed in interventional radiology.